Manufacturer narrative:
Additional information provided: g3 (report source)

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported complaint of keypads being resulting in the devices not turning on was confirmed. The ac indicator light did not illuminate on 2 out of 5 keypads after plugging in the power cord; however further testing observed the rest of the keys were able to function as intended. One keypad unexpectedly powered on the test fixture and the keypad system on light stayed lit; however further testing observed the rest of the keys were able to function as intended. One keypad was confirmed to not power on when pressing the power on key however further testing observed the rest of the keys were able to function as intended. One of the five keypads had various keys that did not respond. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on all five keypads. Test method information: n/a ¿ no test method is available for this issue. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 05aug2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only keypads were received for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.